Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that the implantable pulse generator (ipg) has "between two and a half years and five years left" on the battery but "may need to be changed before then." Communication attempts were made to obtain additional information but were unsuccessful as the patient has been lost to follow up. No additional contacts are available. According to manufacturer records, the ipg remains in use. No patient complications have been reported as a result of this event.